Manufacturer narrative:
The meter was returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips have not yet been returned as requested. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s test strips have been returned on 4/13/2015 and evaluated by lifescan product analysis on 4/14/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging that the subject meter read inaccurately high when compared to an unknown meter. The exact meter readings were not available. This complaint is being reported because the meter readings may not have met lifescan's criteria for accuracy and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.